Event description:
It was reported that a one link power injectable microbore catheter extension set tubing burst. The power injector was programmed to deliver the contrast at 4cc/second. The set "burst at the tubing during patient infusion." The extension set was replaced and infusion resumed. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.